Event description:
Procedure: lower anterior resection. Reportedly, the surgeon applied the stapler to the rectum and fired the device. The surgeon then cut the tissue with the device still closed on the tissue. When the device was opened it was observed that no staples had been placed. The surgeon converted to a miles procedure, and the tissue fragment was reinforced with manual suturing.